Manufacturer narrative:
Device evaluated by MFR: the investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu instructions (equalizer¿ occlusion balloon catheter specifications table) were not followed since it indicates that a device with an (B)(4) should be used together with a sheath of 16 fr (5.3 mm) and as per the event description, the customer used an introducer sheath of 12 fr. (B)(4).

Event description:
It was reported that balloon detachment occurred. After a 12fr non-bsc introducer sheath was engaged, a 33/7/2/100mm equalizer¿ balloon catheter was advanced for dilation. However, it was noticed that the balloon got detached and remained in the introducer sheath. The introducer sheath was replaced and the procedure was completed with a different balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. After a 12fr non-bsc introducer sheath was engaged, a 33/7/2/100mm equalizer¿ balloon catheter was advanced for dilation. However, it was noticed that the balloon got detached and remained in the introducer sheath. The introducer sheath was replaced and the procedure was completed with a different balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon detachment occurred. After a 12fr non-bsc introducer sheath was engaged, a 33/7/2/100mm equalizer¿ balloon catheter was advanced for dilation. However, it was noticed that the balloon got detached and remained in the introducer sheath. The introducer sheath was replaced and the procedure was completed with a different balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: the unit was returned in a generic plastic bag. The unit returned has balloon detached, as part of overall visual revision. During the inspection it was encountered the balloon was detached from the catheter and it was not returned; no other damages were observed in the device. Functional testing cannot be performed based on the returned condition of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).